Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
It was reported that there was a ventilator failure during use. There was no injury reported.

Manufacturer narrative:
The device had been checked on-site by a draeger technician. No deviations had been found; the workstation passed all tests and could be released for patient use. The log file evaluation carried out by the manufacturer confirms that the machine had forced two safety shut-downs of automatic ventilation during the respective procedure due to an overpressure condition. If the measured airway pressure is 10mbar above either the setting for maximum airway pressure or inspiratory pressure and this condition is present for a sequence of five consecutive readings the supervisor function will shut down the automatic ventilation and post a corresponding alarm. If the triggering condition clears off by itself the ventilation will be resumed with previous settings. Due to the absence of technical errors can be concluded that the device responded as designed upon a patient- or procedure-related overpressure situation in the airway system.

Event description:
Please refer to initial MFR. Report #9611500-2018-00234.